Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the battery which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported the device had a battery function error. There was no patient involvement.